Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department after having a syncopal episode. Upon testing, it was discovered that the right ventricular lead exhibited loss of capture, high impedance and a sharp drop in sensing. Lead revision was discussed; however, no further information was available. The patient was stable after the check in the emergency room.

Manufacturer narrative:
Correction: should have also selected adverse event rather than blank.